Event description:
Patient reported she experienced a low blood glucose event in 2005. Pt ate dinner and administered a bolus for the meal. Pt measured her blood glucose between 9-10pm and it was 137 mg/dl. Pt disconnected, took a shower and lost consciousness during the shower. Pt's family member found her and measured her blood glucose to be "lo" on the meter. The family member gave the pt 6 glucose tablets and after sometime the pt's blood glucose began to come up. The pt does not remember the event, but stated she woke up a few hours later and hr blood glucose was 253 mg/dl. Pt administered a bolus and levels returned to a more normal level. Pt did not receive medical treatment for the event, but did suffer some bruising due to the fall in the shower. Pt did recal an error message in the morning in 2005 for the end of a temporary basal rate.